Event description:
It was reported that a patient underwent an unknown procedure using a mastergraft strip as a graft. It was reported that the patient developed a deep infection. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.